Event description:
Information was received from a consumer (con) and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had pain at the implanted neurostimulator (ins) site. They lost their patient programmer (pp) so they couldn't check the ins to see if it was on or off. This was noted to be a sudden change, happening on the day of the report. They wanted to turn the device off because they were having some brain activity that was causing them complications, noting that it would also irritate their brain. They were already in the hospital so they were going to advise the nurse or physician they were going to see. On (B)(6) 2017, it was reported that they were in the hospital and needed a rep to come and turn off the stimulation. They were admitted to the hospital because of their device or therapy approximately a week prior to the report. Not even the strongest pain medication was taking care of the pain. They just wanted their device shut off. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.